Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the reservoir ring was harder to screw on and off. Customer stated that the insulin pump had no delivery alarm and battery life was not lasting only two weeks diminished and had to used more batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.